Manufacturer narrative:
The issue in cer 80942 is deemed as a reportable event since the malfunction 'connection between interactive panel and ventilation unit lost' which logged tf 4010 and switches to ambient state during ventilation may cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device showed tf 4010 and the display "panel connection lost" (4010) alarm during ventilation was due to a defective cable or vu esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time for the event while it was used for treatment or diagnosis. According to the ward management and primaria, the patient was not harmed by the failure. The allegation in cer 80942 was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed. In future hamilton medical ag will report any event similar as the issue occurred in cer 80942 as it will be deemed as a reportable event.

Event description:
No connection to ipp (panel) and vup (vu) due to tf 4010. Panel connection lost, ventilation stopped.